Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the biopsy valve was incorrectly reprocessed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. The event can be detected/prevented by following the instructions for use which state: labeling: IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.